Event description:
One touch profile meter kept giving the "not enough blood" message. The issue was not resolved with troubleshooting. Medical affairs specialist was unable to contact the patient for more clinical information. Per initial information provided by the patient, was taken to the hospital. Unknown what blood glucose level at the hospital was. Also unknown if given any treatment. Blood glucose was taken on another meter, but the result is unknown. This case is reported as a meter malfunction since there is insufficient information regarding the hospital visit. A letter will be sent to the address provided by the patient to try and contact.